Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) obtained remote access to the instrument performed the following: checked maintenance items; ran a naoh clean routine on reagent probes 3 (r3) and 4 (r4); auto aligned r3, r4 and sample probe 2 (s2); ran a probe test (passed), ran a omix check (all results less than 200), all mix tests within 99-101; ran a r3 & s2 check 1 (passed) and bottom of cuvette correction (bocc) for s2 and r3 that passed after s2 bocc adjustment; and ran a r4 align test that was acceptable. Based on the information provided, the cause of the discordant carbon dioxide (co2) patient results is unknown. Quality control results were within acceptable ranges at the time of the incident. The customer has not reported any additional discordant carbon dioxide (co2) patient results. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The customer performed repeat carbon dioxide (co2) testing with the same patient samples on an alternate dimension vista 1500 instrument, resulting higher. The higher repeat carbon dioxide (co2) results were similar to the patients test history and reported to the physician(s) as the correct results. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant carbon dioxide (co2) results.